Event description:
(B)(4). The coil was put into my left tube and it migrated into my uterus causing it to perforate my uterus causing internal bleeding. The coil started migrating again into my ovary area and bowels and bladder have had to have two major surgeries due to the essure.